Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 2. Gts had the patient cycle power twice to clear the error to the "press go to start" prompt. Gts explained that a large amount of air had entered into the disposable set, and the patient explained that a supply bag fell and disconnected. Gts then had the patient discard the supplies and report the error to their dialysis nurse. The patient elected to complete therapy manually. Product surveillance attempted to contact the patient, however any follow-up information was refused. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device injured the abdominal aorta and the patient died. It is unknown which device was involved. No other details of the event are presently known.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by the supply bag falling and disconnecting. A batch review was not performed as the lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).